Manufacturer narrative:
Date of event¿ is estimated. Physician declined to release "- patient weight". The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy and the ipg was inoperable. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.